Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported by a family member that they heard the patient calling for help from another room. The patient was unable to move and was ¿barely awake¿. The patient¿s cgm was reading 85 mg/dl, and the bg meter was reading 40 mg/dl. Emergency medical services (ems) was called and while waiting for ems, the family tried to give the patient sugar and orange juice, but the patient could not move her mouth. They put sugar crystals in the patient¿s mouth to see if they would absorb. It was reported the patient ¿almost died¿ from hypoglycemia. Once ems arrived, the patient was treated with IV dextrose (d50). After treatment, the patient was ¿doing fine¿. The patient remained at home and was not taken to the emergency room (ER). The patient was ¿okay and doing fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.